Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a loop of unspecified alarms. The blood glucose level of the customer was unknown. The insulin pump will be returned for the analysis.

Manufacturer narrative:
Device received with operating currents within spec. Device passed rewind, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. However, device alarmed power supply test failed during self-test during self test followed by unexpected trace pointers are invalid, history pointers failed and post-reset ram crc alarm due to corroded electrical board around connector. Device received with cracked case on the back at the battery tube area and battery tube threads.